Event description:
User facility medwatch report received that states"the patient was brought to the cath lab for a scheduled left atrial appendage closure, with general anesthesia. The cardiology physician gained access to the right femoral vein. A closure device was inserted into the femoral vein in order to close the venotomy post procedure. This device (proglide/perclose) did not deploy as planned. The distal end broke off in the patients femoral vein, dr. (B)(6) was consulted, and a femoral cutdown was performed to safely extract the femoral closure device."

Manufacturer narrative:
Attachment: user medwatch report (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venous closure of a right common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a left atrial appendage closure interventional procedure. Reportedly, the device became stuck during the pre-close process. The device was removed via a surgical cutdown by incising the vessel. The sheath was upsized to a 16f and the procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.